Event description:
It was reported that an ilet user experienced nocturnal hypoglycemia to 65 mg/dl followed by persistent hyperglycemia up to 500 mg/dl after a supply change when the caregiver did not confirm seeing insulin drops during set-up; a subsequent supply change was performed and blood glucose began to correct, with a reported value of 318 mg/dl, and ketones that were initially elevated returned to normal. Investigation of this case revealed user setup error related to not confirming drops, which can lead to inadequate priming and hyperglycemia. No clinical symptoms associated with low and high blood glucose reported during the event. Outcomes included use of oral glucose and troubleshooting education regarding infusion set and cartridge handling, without hospitalization or medical intervention. It was concluded that the event was related to use error with the infusion set priming process, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.